Manufacturer narrative:
H3: the pump and catheter were returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Pump interrogation upon receipt indicated that the pump was delivering baclofen (2,000.0 mcg/ml at 980.6 mcg/day). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the pump wasn¿t functioning right as the patient was reporting signs/symptoms of pump malfunction. Per the reporter, the patient had a clinic visit on (B)(6) 2025, where they reported signs of baclofen withdrawal causing spasticity, sweating, increased urination, itching, and cramps. It was noted that it had been a gradual loss of therapy, and that the entire device system was replaced during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving baclofen (unknown) via an implantable pump. It was reported that the patient did not feel they were receiving enough drug. No diagnostics were performed and decided to replace the patient's pump. The issue resolved at the time of this report.

Manufacturer narrative:
H3: analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.